Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12610. It was reported recapture difficulty and a kink occurred. A left atrial appendage (laa) closure procedure was being performed. The atrial septal crossing performed by the physician was anterior and superior instead of the recommended inferior and posterior. A watchman® access system and 30mm watchman ® laa closure device & delivery system were used. The closure device was deployed, but was not in a good position. It was attempted to be recaptured, but there was extremely high resistance to recapture. It was noticed there was a kink in the access system near the atrial septum and the feet of the closure device were stuck in the laa. The device was partially recaptured and redeployed. It was repositioned and in an acceptable position, so they decided to leave it. The closure device was successfully released. There were no patient complications and the patient¿s status was fine.